Event description:
It was reported that a pt presented different settings than what was intended during a follow-up office visit. The pt was programmed to an output current of 2.25 ma prior to leaving the office on (B) (6) 2008; however, when the device was interrogated at the next office visit on (B) (6) 2009, the output current was 2 ma. Device diagnostics performed on (B) (6) 2008 were within normal limits. This event most likely occurred as the result of the physician not performing a final interrogation following device diagnostics on (B) (6) 2008 to verify that the pt's settings were correct prior to the pt leaving the office.

Manufacturer narrative:
Analysis of programming history.